Manufacturer narrative:
E1: patient city: (B)(6). Patient country: finland.

Event description:
Reference number (B)(4). Event occurred in finland. It was reported that patient faced an event where the packaging was not sealed properly, misshaped and not intact on (B)(6) 2025. No further information available.